Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since lot of residues when disassembling was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a lot of residue when disassembling. The issue occurred at the end of the therapeutic lithotrypsy procedure. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a lot of residue when disassembling. The issue occurred at the end of the therapeutic lithotrypsy procedure. There was no report of patient harm.